Event description:
Customer reports obtaining results of 60mg/dl and 200mg/dl on the same device within 2 minutes. Customer reports taking 30mg of actos based on the result of 200mg/dl. No adverse event reported due to taking medication. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.